Manufacturer narrative:
Mfg. Date for lot 2189312- 11/23/2009.

Event description:
It was reported that the scew heads froze up on insertion. Screws were removed and replaced. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional part involved in incidentpart no. Lot no.2000-2540 2189312